Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A center manager reported an incomplete flap on a patient's right eye during lasik flap creation. The cut wasn't deep enough towards the hinge on the flap. Image was decentered image and the microscope was loose on the laser. Procedure was not able to be completed due to not being able to lift the flap. The patient appears to be healing normally.

Manufacturer narrative:
Logfile review shows the user was able to achieve valid values for vacuum 1 and 2. The vacuum stayed stable during the procedure and no abnormalities could be detected. The treatment was completed without detectable abnormalities and also the energy stayed stable. The logfile shows some user handling issues during the day but no issues or abnormalities could be detected during the reported treatment. Further, no technical problems or deviations could be identified. Clinical review shows the laser treatment report of the right eye does not show any device specific abnormalities related to settings and geometry (within recommended cut settings). No technical root cause could be determined. A company representative stated a bubble underneath the applanation surface was visible (between hinge and flap center) and caused an uncut area. (B)(4).